Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy, after the pt underwent a percutaneous procedure. The pt complained of pain and a vessel occlusion was diagnosed. The next day, the pt went to surgery for a thromboendarterectomy. While the physician was suturing the patch graft, the pt became hypotensive and unstable caused from myocardial ischemia. The surgery was stopped and the pt was transferred to the intensive care unit where the pt became more unstable. On (B)(6) 2010, the pt died due to a combined septic-cardiogenic shock.